Event description:
I have some real concerns over the safety of the use of a power chair when one uses tubing from an oxygen concentrator. The width between the foot rest and the anti-tip wheels are just wide enough to secure the tubing from the o2 concentrator and either causes the tubing to become stuck or feed the wheels with the tubing causing it to wrap around the tires, thereby causing the o2 being delivered to be drastically limited or cut off all together. Also the power chair has many openings within the front and the back of the armrests that can catch the tubing and cannula and entangle it so that the cannula is ripped from one¿s face with a great force. Finally the tires grip instead of rolling over the tubing causing the cannula again to be ripped from the face with a great force also operating room as with the anti-tip wheels feed the tubing into the center of the tire causing the same results as described when the tubing is fed to the tire from the anti-tip wheels. Type of injury: lack of oxygen. Purchased from: the (B)(6).